Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located at the moderately tortuous and severely calcified right external iliac artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was successfully completed with a non-bsc device. No patient complications nor injuries were reported.